Manufacturer narrative:
An ekosonic mach4 135cm/50cm catheter, catalog number 500-56150, serial no. (B)(4), was returned for evaluation. The complaint was the control unit alarmed because the ultrasound stopped working. Although the ultrasound was stopped, the catheter continued to perform as an infusion catheter. The initial visual inspection of the returned product showed the catheter had a deep bend in it. Further evaluation of the catheter showed a fracture in the proximal area of the treatment zone, although there was no separation of catheter components. The control unit had detected the catheter problem and discontinued ultrasound as designed, resulting in the alarm. Manufacturing records were reviewed and all applicable procedures were followed and appropriate quality inspections were performed prior to release of the catheter. Detailed process review was conducted as part of the investigation. Observed tear/shear phenomenon occurs when the product deflects excessively. The physician reported the patient was non-compliant with keeping still, which corroborates this failure mode. A definitive root-cause could not be identified, but the potential cause appears to be user related. Patient follow-up showed the patient did well and the clot was dissolved in the area of ekos treatment. Though there was no harm to the patient, a device malfunction such as this has the potential for harm if it were to recur.

Event description:
Physician was treating a pao with a femoral-popliteal graft, with a treatment area that spanned the inguinal crease into the anterior tibial artery. The physician placed an ekosonic mach4 135 cm catheter with a 50 cm treatment zone. Approximately 9.25 hrs. Into therapy the control unit on the catheter began to alarm showing that the ultrasound therapy was stopping. The nurse/customer reported encountering alarm (s) while the control unit was in operation. The ekos rep instructed the nurse/customer to power down the control unit, leave infusions running, and notify the physician what had occurred. The treating physician came in and pulled the catheter back about 5-10cm because patient complained of increased pain in his foot. Physician reported he presumed the catheter being in the anterior tibial artery was becoming occlusive. After that, patient continued to get clinically better.